Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, resistance was encountered when the device was inserted. The device could not be advanced further and its removal was attempted. However, only the obturator and the external part of the securi-t were removed; the internal bolster became detached and remained inside the patient. A CT scan was performed; however, the location of the detached part of the device could not be confirmed. The procedure was not completed due to this event. On (B)(6) 2015, another CT scan was performed and it appeared that the internal bolster was present inside the abdominal cavity under the diaphragm. The detached part could not be removed and there are no further plans for its removal. The gastrostoma was closed. After the procedure, the patient showed peritonitis like symptoms and she ran a mild fever (the date is unknown). However, now, her condition is getting to be stable gradually. Oxygen concentration became low after the procedure; however, the patient has recovered and is currently receiving intravenous fluids.

Manufacturer narrative:
A visual examination of the device revealed that there was residue under the external bolster, indicating use/handling. A visual examination of the device revealed the feeding port and medicine port to be closed and the c-clamp opened. The internal bolster was found to be separated from the device and was not returned. Remnants of the bolster remained on the circumference of the tubing end. It appears that the internal bolster had been securely molded to the tubing. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Based on all gathered information, the most probable root cause is "operational context". A device history record (DHR) review of lot number 18132000 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, resistance was encountered when the device was inserted. The device could not be advanced further and its removal was attempted. However, only the obturator and the external part of the securi-t were removed; the internal bolster became detached and remained inside the patient. A CT scan was performed; however, the location of the detached part of the device could not be confirmed. The procedure was not completed due to this event. On (B)(6) 2015, another CT scan was performed and it appeared that the internal bolster was present inside the abdominal cavity under the diaphragm. The detached part could not be removed and there are no further plans for its removal. The gastrostoma was closed. After the procedure, the patient showed peritonitis like symptoms and she ran a mild fever(the date is unknown).however, now, her condition is getting to be stable gradually. Oxygen concentration became low after the procedure; however, the patient has recovered and is currently receiving intravenous fluids.